Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the blood sampling valve (bsv) actuator to resolve the issue and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported control recovery issues on their coulter hmx hematology analyzer with autoloader. The customer bleached the primary needle, secondary probe, and blood sampling valve (bsv) of the instrument, and replaced all reagents but the issue persisted. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer stopped using the instrument following the failed control results and requested for service to evaluate the instrument.